Event description:
It was reported that the implantable neurostimulator (ins) showed an elective-replacement-indicator (eri) two weeks after implant. The ins had only one program: 450pw, rate 130, 4.1 volts, 0+ 2-. Impedance measurements were between 400 and 600 ohms. Estimated longevity was 12 months. The ins was implanted subcutaneously over s1 for si joint pain. Additional information received reported no interventions were scheduled. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39286-65 serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead; product ID, 3776-45 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead; product ID, 3776-45 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead; product ID, 37752 serial# (B)(4), product typ recharger; product ID 37744 serial# (B)(4), product typ programmer, patient; product ID, 37743 serial# (B)(4), product typ programmer, patient; product ID, 37712 serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ implantable neurostimulator. (B)(4).